Manufacturer narrative:
This report is being submitted as additional information was received that this right ventricular (rv) lead exhibited low amplitudes and high out of range pacing impedance measurements. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds one day post-implantation. A chest x-ray was performed, and it revealed ventricular perforation by the lead. The patient experienced pain and discomfort. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that following the revision procedure, this right ventricular (rv) lead exhibited low amplitudes and high out of range pacing impedance measurements. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds one day post-implantation. A chest x-ray was performed, and it revealed ventricular perforation by the lead. The patient experienced pain and discomfort. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported. This rv lead remains in service.